Manufacturer narrative:
Neither the impella cp nor the automatic impella console logs were returned for evaluation and analysis. The device had been held in the facility's risk management department, and then the impella cp and the cook sheath were reported to have been accidently discarded. A photograph of the biomaterial on the outlet cage was submitted to the manufacturer. The root cause of this event was unable to be determined because the device was not returned for evaluation. (B)(4).

Event description:
On (B)(6) 2018 and impella cp was placed in a (B)(6) year old male patient. The patient remained in stable condtion was successfully supported for 44 hours. On (B)(6) 2018 the patient continued to be in stable condition, and the impella cp was providing successful hemodynamic support. On this same date, and after 44 hours of patient's support the device was weaned from the patient and was explanted. Following removal of the impella cp the patient had a cerebral vascular incident. The patient was sent to interventional radiology where the clot was removed. It was reported that upon removal of the device biomaterial was seen attached to the pump's outlet cage. The physician reported that the patient's aorta had some atherosclerotic plaque, and that the impella's cook sheath may have scraped the aorta collecting some of the plaque along the way when it was removed with the pump. During patient support, heparin was given systematically and in the impella's purge system. The act was 150 at the time the impella cp was removed. Only the last act reading at the time of the removal of the pump was shared with the manufacturer.